Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate episodes due to noise over-sensing on the right ventricular (rv). No patient symptoms or intervention was reported.